Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause is a faulty printed wire assembly (pwa) board. The pwa board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 45639. There was no patient involvement.